Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the cause of the reported slda cannot be determined. The reported off-label use was due to the device being used on a tricuspid valve. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda), that required an additional clip. It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr). This was an off-label tricuspid case. The first clip delivery system (cds) was implanted with no issues. The second cds device that was implanted on the anterior and septal leaflets, detached from the septal leaflet. A third cds device was implanted to stabilize. The physician was informed beforehand that this was off-label use and generally not recommended. There were no adverse effects to the patient or clinically significant delay. No additional information was provided.